Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e801 module. The initial result was 2000 ug/l with a data flag. The instrument performed an automatic re-run with a 1:50 dilution and the result was 105 ug/l. The sample was repeated again using 1:50 dilution and the result was 2317 ug/l. No erroneous results were reported outside of the laboratory. The ferritin reagent lot number was 36646901. The expiration date was not provided. Preventive maintenance was last performed in dec-2018. Measuring cells were last replaced on 23-jan-2019. Monthly maintenance was last performed on 30-jan-2019. The field service engineer (fse) visited the customer site on 11-feb-2019 and did not identify any instrument issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.